Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 4. The caregiver stated that the bags were all still connected and that one of the bags had leaked out on the table. The caregiver stated she was unable to determine where the fluid came from. The caregiver had already disconnected the bags from the setup and cycled power to clear the error. Gts assisted the caregiver with removing the cassette. The caregiver elected to start the patient's therapy over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter's investigation, the system error was caused by air flowing into the disposable due to an unspecified leak. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).